Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received results of 457 and 444mg/dl. The normal control range was 94-129mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products were sent to the customer.